Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly however, found corroded keypad traces during visual inspection. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer stated they could not clear the alarm. The customer could not recall any significant events leading to the button error alarm. Customer also reported the alarm occurred after they removed their battery for 30 minutes. The customer's blood glucose was 200 mg/dl. Customer's insulin pump will be replaced. No additional information provided.